Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via contralateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A non-bsc guide wire was advanced but failed to cross the lesion. The physician attempted to advance it again using a micro-catheter as support, but it was still unable to cross. Eventually, another device was used and was able to cross the lesion. A 2.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced but failed to cross the lesion. A 1.5mm balloon catheter was used to dilate the lesion and the 2.0mm x 220mm x 150cm coyote¿ balloon catheter was again advanced for further dilation. However, during the first inflation, the balloon ruptured. The device was completely removed and the procedure was successfully completed with a different device. No patient complications were reported and the patient's status was stable.